Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: the black box shows cs 052/054 errors following the clearing of a eaw 128-fb81 alarm on (B)(6) 2016. There was evidence of moisture contamination behind display lens. Pump powers with returned battery cap to a audible tone, vibration alert but the screen remains blank. Battery cap is unable to fully tighten. Battery cap measures within specifications. A battery compartment crack was observed from thread area to case seal. Cover crack observed between corner of display lens and case seal. A leak test shows leaks at battery compartment crack and cover crack. Removed pump case. Evidence of moisture contamination throughout inside of pump. Steps failed due to blank display. Blank display due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).